Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to ketoacidosis and high blood glucose with blood glucose of 407 mg/dl, current blood glucose was 366 mg/dl. Time and date of hospitalization was (B)(6) 2018 on 12 pm. Assisted with performing the hp test and test results did not alarm. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). The insulin pump was received with the operating currents within spec. And passed the self test, unexpected restart error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test, and the dat test at 0.08775 inches. The no delivery alarm functioned properly and audio alarm could be heard during the basic occlusion and occlusion tests. The information provided in the section of concomitant product with the initial report was incorrect. The correct information has been included with this report.